Event description:
It was reported that dr. Performed a primary total hip on pt in 2006. The cup only was revised in 2008. The cup was loose, had no ongrowth and there was a yellowish fluid between the cup and acetabulum.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.